Event description:
Hcp reported last refill estimated reservoir volume was 2 cc and actual reservoir volume was 12 cc. The patient returned 2 weeks into refill period and estimated reservoir volume was 11.8 cc and actual reservoir volume was 18 cc. The hcp will perform device troubleshooting including catheter contrast study and pump x-ray rotor study. A follow up report will be sent when addiitonal information is received.